Event description:
Customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated troponin (accutni) result generated by the unicel dxc 600i synchron access clinical system for one patient. Customer tested a patient sample for accutni and obtained a result of 0.265ng/ml which was reported outside of the laboratory. This sample when retested gave a result of 0.124ng/ml. An aliquot of the centrifuged sample was then tested and gave results of 0.717ng/ml and 0.053ng/ml. The result of 0.053ng/ml was reported outside of the laboratory. Customer provided a 0.04 ng/ml accutni result from a subsequent sample from the patient analyzed at approximately 21:00 on the day of the event. A troponin result of 0.09 (units not supplied) from an alternate instrument was also provided. Customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Samples were collected in greiner vacuette 13x100mm lithium heparin tubes and centrifuged at 3000g for 15 minutes at 20 degrees c. A field service engineer (fse) was on-site (B)(4) 2009. Fse performed volume checks, checked and adjusted motor speed and noted the motor was noisy and replaced mixer motor and belt. Diagnostic testing performed met specifications. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.